Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of these lots.

Event description:
It was reported that the plastic corners were cracked on sterile package for enseal instrument, making the device non-sterile. No patient involvement occurred.

Manufacturer narrative:
(B)(4). The sample returned had cracked tray, the device was returned in good physical condition. The package design meets industry design requirements for customary shipping and handling. The damage to the tray is the result of external and excessive handling. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.